Event description:
Per the clinic, the patient experienced a swollen, leaking battery. No injuries have been reported. It was reported that the rechargeable battery of the sound processor was found to have leaked fluid. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The malfunctioned battery has already been discarded by the patient and is not available for analysis by the manufacturer.